Event description:
Customer reported via phone call that he was hospitalized due to diabetic ketoacidosis several times in the past year and a half and twice in the last 6 weeks. He had been experiencing high blood glucose due to liver problems and constant no delivery alarms. He was unable to resolve the alarms by a complete set change and had to also treat with manual injections. Blood glucose at the time of the 911 call was 545 mg/dl; value at the time of the hospital admission was over 600 mg/dl. He explained that he was not properly treated at the first hospital on (B)(6) 2015 and was released after 2 days and readmitted himself on (B)(6) 2015 at another hospital where he received additional treatment for 5 days; treated with insulin drip. He also reported that the screen on the has scratches and the display is difficult to read and the battery cap is damaged which makes it hard to remove. Current blood glucose is 184 mg/dl. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. The off no power alarm functions properly. The device was unable to prime during the prime test due to faulty force sensor resistor. It was also unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Device had minor scratched display window, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window, broken reservoir tube lip and a missing end cap sticker. It was not possible to verify damage to battery cap as the device was received without the original battery cap.